Event description:
This case was reported by a consumer and described the occurrence of neuropathy within in a female pt, who received double salt denture cleanser (polident dentu creme toothpaste) toothpaste for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt denture cleanser (dental). At an unk time after starting double salt denture cleanser, the pt experienced neuropathy chin. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued. At the time of reporting, the event was unresolved. Neither the product nor lot number for this product is available.